Event description:
It was reported that an ilet display malfunction occurred in which the pump screen showed black and white lines followed by black bubbles, and a restart while on the charger did not resolve the issue; the patient was using a dexcom g7 and reported a concurrent blood glucose of 101 mg/dl. Symptoms included no adverse clinical effects. Outcomes included no impact on care beyond arranging a replacement device and instructions for shutdown, data syncing to the mobile app before return, and continued cgm use via the dexcom app or receiver. Investigation included customer troubleshooting and arranging replacement with instructions for device return. Investigation of this case revealed a suspected display or user interface failure consistent with screen visibility issues, with no alarms or alerts generated. It was concluded, based on previously established findings for similar reports, that the cause was an unconfirmed device hardware malfunction localized to the display assembly or related electronics.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.